Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a probe was not cutting during a procedure. The product was performed and completed after replacing the product with another one. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
One probe sample was returned for evaluation for the report of the cutting failure of the probe. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were two additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed nonconforming. Sticky foreign matter on the inner diameter of the port. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when removing the inner cutter from the needle. Wear marks at the bend area. The complaint evaluation does not confirm the probe had an actuation issue. The probe performance testing met specifications. The exact root cause of why the customer thought the probe had an actuation issue cannot be determined from this evaluation. Not related to the reported issue, during the evaluation, the visual assessment of the sample was nonconforming due excess sticky foreign matter on the inner diameter of the port. How and when the foreign matter got onto the port cannot be determined from this evaluation. The most likely root cause of the foreign matter on the port is from the probe being in surgical use for approximately 5 minutes. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).